Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed diffused lesion being treated was located in the calcified, moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.0mm balloon. While the physician was attempting to deliver the 2.75x32mm taxus express2 drug eluting stent, the stent became raised and deformed. The procedure was completed with a 2.50x24mm, 2.50x20mm, and 3.00x16mm taxus express2 stents. No pt complications were reported. Pt status reported as "good".